Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a polypectomy procedure performed on (B)(6) 2026. During the procedure, the clip was difficult to deploy; however, closure of the handle ultimately achieved successful deployment. The procedure was prolonged but completed with the original device. There were no patient complications reported as a result of this event.